Event description:
Two small metal pieces were left in the breast after using an inad biopsy device. Post-op mammogram showed fragments of metallic material in the millimeters. This incident looks to be an isolated equipment malfunction. Nothing was unaccounted for after the procedure. We believe the fragments are part of the needle used for the biopsy.